Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 375 mg/dl after wearing the pod for less than one hour. Mother stated the pod fell off and cannula dislodged from the infusion site (arm). This was her last pod, the mother thought they could handle it with the needles. Mother got worried when her daughter was getting nausea and so she called the emt (emergency medical technician) who came to the hotel. This caused the patient to get up to 375 mg/dl. Emt called the hospital and talked to the nurse to get advice about what to do. Mother also stated that she knew how to assist her daughter but wanted the extra support because they were both a little worried when she felt like she might get sick. Mother did not mention the emt gave her anything, just that the nurse told them to check her blood sugars every 15 minutes. Mother states that she knew how to take care of her daughter and the nurse told her nothing new. Details of treatment provided were not disclosed.